Event description:
During preventative maintenance of the device, the user reported the centrifugal batteries were dead. A field service representative visited the customer's facility and replaced the batteries. Since the event occurred during preventative maintenance of the device, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress but not yet concluded.